Event description:
It was found on the x-ray at the end of january that two polyaxal screws had backed out from the patient's bone. Revision surgery conducted and the two screws were removed and the fusion was expanded.